Event description:
Reporter states, the insert would not fit into the baseplate. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Summary of evaluation: downward pressure applied to the front of this insert before it fully engaged the posterior lugs of the baseplate.